Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep stated that the patient went to the original implant surgeon to who schedule her for surgery to troubleshoot. It was discovered that the lead was not in the header. He was able to find the distal end of the lead and successfully seat the lead in the header. Impedances where taken and all were in range. Patient is getting appropriate stimulation responses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient had ins and lead replaced moved to the other side of the body due to eos as noted in previous file. While in the or patient had bellows and impedances were fine. Patient was now in recovery and not feeling any stimulation and all impedances are >4k. The caller increased the intensity and continued to up the pw as high as 420 and the impedances remained >4k. The caller consulted with the hcp and will try programming on various pairs to see if the patient can feel anything. They will not be taking the pt back into the operating room today.